Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Neither the occurrence nor the error code for the backup alarm failed alarm could be duplicated at the pil. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. The secondary speaker (ls1) resistance has been measured showing a solid 413.0k ohms, verifying that ls1 is not shorted or open. The pil tech verified that ls1 functions as expected with 10vdc applied. The pil tech purposely generated an alarm condition by the temporary disconnect of the proximal pressure tube from the proximal pressure port to induce an alarm with the cpu pcba installed in the pil test ventilator. The device alarmed as expected during this intentional fault condition. The results of the testing of this cpu have resulted in no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device on 14jan2025 and confirmed that an occurrence of the backup alarm failed alarm was noted in the device diagnostic report. In a good faith effort (gfe) response it was confirmed that the asp did not observe or reproduce the alarm, just that it was confirmed in the drpt. As a preventative measure, the asp replaced the central processing unit (cpu) printed circuit board assembly (pcba). Following the part replacement and resolution of the issue, the asp completed a comprehensive inspection, cleaning, running test, and function test of the device. No other abnormalities were found with the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.